Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the manufacturer representative (rep) determined that when meeting with the patient impedances were found to be normal and the patient was feeling stimulation at 1.4 on program 4. The patient's symptoms of pain, symptom return, popping noise, and urgency were resolved through reprogramming the device. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that a day and a half ago, the patient sat down very hard on their husband's cane and felt like the cane went under where the device was possibly near the connection site. The patient told the rep that this was very painful and heard a popping noise then a couple hours later their urgency and symptoms were no longer managed. Prior to the incident the patient's device had been working well for the patient. Prior to the event the patient was at 2.0 and after then increased stimulation up to 6.0, but was not feeling anything. The rep had advised the patient to turn the ins off until the rep and healthcare provider (hcp) could see the patient. The rep was advised to check impedances and was advised of the possible need for lead revision or possible ins damage though no allegation of ins damage or lead damage was made at the time of this report. The patient's symptom return was sudden in nature after the event and patient status is unknown at the time of this report. There were no further complication reported or anticipated.